Event description:
It was reported that upon review of the egm, a single occurrence of myopotential oversensing was observed on the implantable cardioverter defibrillator. Oversensing resulted in inhibition of pacing and intermittent inappropriate auto mode switch episodes were noted. No intervention was performed. The patient was in stable condition throughout event and would be monitored with routine follow up.